Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in an unspecified vessel at the right upper arm. The 9.0 x 80mm x 75cm gladiator balloon catheter advanced to the lesion. During the fifth inflation, the balloon ruptured at 12 atmospheres. The device was removed from the patient and the procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination found that solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The balloon had been subjected to positive pressure and had been deflated. A visual and tactile examination found no kinks or damage along the shaft of the device. The device was attached to an encore inflation system and subjected to positive pressure. The device could not hold pressure and a further visual examination determined that the balloon was torn longitudinally. The tear was 46mm in length and extended proximally from a position 4mm distal to the distal edge of the distal markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in an unspecified vessel at the right upper arm. The 9.0 x 80mm x 75cm gladiator¿ balloon catheter advanced to the lesion. During the fifth inflation, the balloon ruptured at 12 atmospheres. The device was removed from the patient and the procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.